Event description:
The guidant radiation therapy specialist reported via email that the site physicist had miscalculated the dose and delivered 26gy rather than 20gy while attempting to treat a vessel larger than the maximum allowed by the system.